Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the keypad cover was observed to be missing. All keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under the ok and down arrow button contacts; the up arrow and contrast contacts had no defects. The bolus button was unresponsive; there was evidence of moisture found on the bolus button contact. The battery compartment was cracked and the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the following: there was contamination under the keypad button contacts; the bolus button was unresponsive due to moisture ingress; the battery compartment was damaged; the display was dim and discolored. This report is made based on results of investigation completed on 05/24/2016.